Event description:
It was reported that there was condensation in the packaging. The 6 fr x 11 cm super sheath introducer sheath was selected for use. During preparation, condensation was noted in the internal sterile packaging at hub of the sheath and there was concern regarding the sterility of the sheath. However, it was further reported that there was a beads of fluid inside that appears to be condensation. A new super sheath introducer sheath with a different batch number was used to complete the procedure. No patient was involved at the time of the event.